Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that patient had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 319 mg/dl. Customer's mother declined to troubleshoot for high blood glucose for high blood glucose because she pushed 50units into him. Customer's mother stated that she will take son into the emergency room for further assistance. Customer's mother was advised to call back after hospital.